Manufacturer narrative:
Batch review performed on 25-apr-2023 lot 2127224: (B)(4) items manufactured and released on 22-mar-2022. Expiration date: 2027-03-06. No anomalies found related to the problem. To date, 7 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director: right after a single-level cervical stabilization surgery involving a interbody cage and an anterior plate mechanically connected to the cage, the xray image shows that the plate detached from the body of the cage. However, the screws appear to be well embedded in bone and probably the construct is stable, which is also confirmed by the clinical report. Therefore, no adverse consequence should be expected. Understandably, the surgeon decided to refrain from reintervention. A possible cause could be the plate was not fully engaged with the cage at the time of insertion, but of course we cannot state that this is the case. Other device involved: acdf 03.18.206 mecta-c sa - plate flush lock h6 (k192906) lot 2120801: (B)(4) items manufactured and released on 20-jul-2021. Expiration date: 2026-07-05. No anomalies found related to the problem. To date, 92 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
During the follow up visit, the x-rays revealed a disconnection between the cage and the plate. Patient is stable and non symptomatic, the fusion of the vertebrae appears to be correct and no revision surgery has been planned. The surgeon reported that will maintain monitored the patient.